Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, details on the logs shows that the calibration was performed on this unit on (B)(6) 2024 and the verification checks failed at 70% and 100%. Later the gas path test performed and the results shows that the safety valve is leaking 4.43 lpm at 3.25 bar. The root cause was determined to be due to a leaking o2 safety valve.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, analyzed the logs and screenshots. Vyaire is recommending replacing the o2 (oxygen) safety valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the bellavista 1000 us ventilator. When verifying fio2 (fraction of inspired oxygen) when set at 70 and 100%, the vent is waiting for the patient to trigger a breath. Furthermore, there was no patient involvement. Problem was found during the preventive maintenance procedure.